Manufacturer narrative:
No date for implant, due to the product not being implanted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient had suffered a cerebrospinal fluid leak during the trial implant procedure when implanting the second trial lead. The patient experienced a headache and numbness. A blood patch was performed. The patient recovered well and all symptoms have resolved.